Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room complaining of pain below the pacemaker site. The atrial lead had dislodged. The lead was successfully repositioned.